Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a 22 g x 1 in. Intima ii¿ closed IV catheter system broke as a nurse removed it from the patient after an unsuccessful IV insertion. The patient received an x-ray and the broken catheter was visualized under the patient's skin, not in vessels. The broken piece of catheter was removed via surgery on (B)(6) 2017.

Manufacturer narrative:
Results: a sample was not returned for evaluation. The device history record revealed no abnormalities. A retention sample evaluation was done, and no abnormalities were found. Manufacture process review did not show any defects. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.